Event description:
During a lar procedure, a pcs29 dlu would not get into firing range. A new pcs29 was connected and calibrated. Anastomosis was completed using another device, causing an unnecessary add'l resection.